Manufacturer narrative:
Literature citation: thomas s. Roukis. Management of massive hindfoot osteolysis secondary to failed inbone I total ankle replacement. Clin podiatr med surg. 2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by roukis in "management of massive hindfoot osteolysis secondary to failed inbone I total ankle replacement" that the patient was involved in a motorcycle accident in 1991 and had several surgeries. In (B)(6) 2009 the patient underwent a tar with inbone and internal fixation removal from the foot; and open posterior-central strayer type gastrocnemius recession of the left lower leg. At the time of referral to the author, she was experiencing pain with activities globally about the anterior aspect of the ankle, medial gutter, and dorsal midfoot. She had noticed the ankle having less motion over time and also that she developed worsening toe-walking with external rotation of her foot. It was found on films that the saddle talar component and poly insert failed and were associated with massive cystic changes within the talus and calcaneus secondary to aseptic osteolysis. The patient underwent a revision surgery with a conversion to inbone ii as well as impaction cancellous allograft bone graft impregnated with autogenous proximal tibia bone marrow aspirate. A percutaneous tendo-achilles lengthening and posterior capsule release was performed to enhance ankle dorsiflexion.